Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
Cycles power by itself. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 19nov2019. The customer confirmed the unit cycling power by itself, that the backup alarm failed and the battery may not be charging properly. The customer replaced the power management board and this resolved the unit cycling power by itself and the backup alarm failing. The customer also replaced the power supply which resolved the battery not charging properly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.